Event description:
It was reported physiological reflux is observed at the insertion site, therefore catheter fissuring is suspected. Use is immediately discontinued and appropriate radiological imaging is performed. Fissuring is confirmed and it is decided to remove and replace the device. Upon attempting removal, the catheter is found to be broken into two pieces, one of which remains inside the vein and cannot be retrieved from the insertion site (right humerus). Given the serious risk of the piece becoming displaced in the heart or lungs, a specific procedure is performed: removal using a loop catheter via percutaneous access from the right femoral vein. Additional information received: the patient did not suffer any permanent harm, but it was necessary to remove a fragment measuring approximately 30 cm by puncturing the right femoral vein and using an introducer and loop catheter for recovery. Therefore, specific and timely intervention was required, which was unexpected and out of the ordinary, involving a femoral puncture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a break was observed at the 4 cm depth marker. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed break; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.